Event description:
I had a uterine artery embolization performed on me in 2001. The procedure was performed at hospital. It was performed by the radiologist. When I was told of the procedure, the doctor neglected to tell me of the adverse effects of placing the pellets in my blood line would cause. I was informed the pellets would block the blood flow to the pellets, thereby shrinking the fibroids I had. Needless to say, I was not informed that the pellets would travel from the area in which they were placed, and no longer lock the blood flow to the fibroids, as the fibroids are still there, and growing. I believe that proper informed consent was missing in this case. Since the procedure - uae - I have had severe pain in my groin. Instances of pain radiating down my legs, with blood clotting in certain sections. I have had several polyps removed from my cervix, and am having grave difficulties with my menstrual cycle. I now have fibroids again, coupled with ovarian cysts. I have continuous pain in my feet and legs and am being told the pellets that were placed in my venal cavity may have traveled other places, causing these problems. I have had several occasions where there were light-headedness occuring, and when I had the doctors examine my blood-flow, there were no blockages in my carotid artery. I have lost the desire for sex, have had severe night sweats. I find it very difficult to sleep at night. These instances can not be related to menopause, as I have been determined not to be in menopause. I have had sonograms that show fluid-filled balloons on my ovaries causing possible ovary damage. I was never properly informed of the adverse affects the placement of these pellets would have to my body. The pellets are traveling around my body reeking havoc on my body and its organs. Dates of use: 2001 - 2009, continuous in femoral. Diagnosis or reason for use: large fibroids.